Manufacturer narrative:
Internal report(B)(4). Device evaluated with no defect found.most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 07/22/2017. Reviewed meter memory: 1:128mg/dl 12:08:00 pm fasting:yes; 2:121mg/dl 12:00:00 am fasting:yes; 3:109mg/dl 09:24:00 am fasting:yes; 4:174mg/dl 01:57:00 pm fasting:yes; 5:140mg/dl 03:07:00 pm fasting:yes. Customer calling concerned his meter is reading result that he belives are high for him .customer's meter reading results of 170 mg /dl and 266 mg/dl fasting this morning. No adverse event reported.